Event description:
It was reported that during surgery, the head of the  bur broken. The patient was reported to be alive with no injury. The procedure was completed with backup products. Additional information was received stating that the reported issue occurred during cranial approach procedure, and it was confirmed that there was no impact to the patient and no delay in procedures.

Manufacturer narrative:
H3: no conclusion can be drawn at this stage. Device evaluation is anticipated but has not yet begun. Product analysis may be performed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the head of the bur broken. The procedure was completed with backup product. Additional information was received stating that the reported issue occurred during cranial approach procedure, and it was confirmed that there was no impact to the patient and no delay in procedure and the product being discarded.

Manufacturer narrative:
H3: no conclusion can be drawn as the device has been discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.